Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a vibratory alert. Upon device check in clinic, it was noted that the alert was for lead noise on the right ventricular lead. No programming changes were available for the set of circumstances, so it was decided that the patient would be further monitored. Patient was stable.